Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported elevation in speed. A specific cause for the event could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 31dec2024 through 06jan2025 and 08jan2025 through 15jan2025. Throughout the files, the actual motor speed ranged from 5400 ¿ 5950 revolutions per minute (rpm). No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters including pump speed. Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. The heartmate 3 lvas patient handbook, rev. D, is also currently available. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a - all known patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted seeing a speed of 7000 rotations per minute (rpm) sustained for 30 seconds. The patient was unsure when this occurred. It was confirmed that the patient did not mean 5700 rpm. The patient remained asymptomatic during this episode and denied any alarms. This had not reoccurred. The log files were reviewed and did not capture any instances where the pump was operating at 7000 rpm.